Event description:
It was reported that the patient presented in emergency room due to bradycardia. Upon interrogation, it was found that the pacemaker (pm) exhibited no pacing and failure to be interrogated. The pm was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported events of inability to pace, inability to interrogate, and premature battery depletion were confirmed. Device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information received notes that the pacemaker also exhibited premature battery depletion.